Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the remote alarm was not functioning. The engineer found tape inside of the remote alarm receptacle. The tape was removed and the remote alarm functioned properly. The reported event was duplicated.

Event description:
It was reported that the ventilator remote alarm was not working. There was no patient involvement.